Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old female patient who underwent breast implant surgery with mentor medical devices (siltex round mod. Profile, date of implant 1999) has experienced breast implant rupture on the left side confirmed by MRI and complicated by granulomas formation in the left axilla region. It was also reported that the patient developed capsular contracture bg-unk in the right breast. At this time, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side. Should additional information become available, this case will be re-assessed, and notes will be updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 08, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant had parallel lines of shell wear on the anterior aspect. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 01, 2024 indicated that the patient scheduled for bilateral replacements with cat: 3544751 on july 11, 2024. The MRI examination on (B)(6) 2024, shows rupture ¿ left side. Reason for device explant and/or reoperation: capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).